Event description:
It was reported that the pump dispensed insulin, during the load cartridge phase. The pt was not connected to the pump during this phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and dislodged force sensor pins. Review of pump history indicated loss of cartridge detection.